Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
The customer reported via phone call that the customer was in emergency room on (B)(6) 2016 due to high blood glucose level was in range of 300 mg/dl. The customer was wearing insulin pump during hospitalization. The insulin pump will not be returned for analysis. Incident date has been changed to (B)(6) 2016.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized a couple of years ago due to high blood glucose levels. The customer did not give any further details, and could not answer any more questions because she was in a rush. Troubleshooting was declined. The insulin pump will not be returned for analysis.